Event description:
It was reported that the balloon was stuck with the guidewire. A 4mm x 40mm x 146cm coyote es balloon catheter was selected for use. However, during the procedure, the balloon got stuck with the guidewire and the devices were removed as a single unit. The guidewire was able to be removed from the balloon catheter outside the patient. The procedure was completed with a different device. There were no patient complications as a result of this event.